Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator touchscreen fails calibration. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 13feb2019. The customer replaced the touchscreen to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.